Event description:
It was reported that when unpacking the balloon dilation catheter during operation, the pump was found ruptured and damaged. This caused no adverse effect on the patient.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted one inflation device was returned to atrion inside a the inflator tray. Upon receipt of the complaint device a visual inspection was conducted. During the visual inspection, it was noted that the gauge was broken from the inflation device housings at the glue plug area. The needle on the gauge was also noted to be within the zero position. However, functional testing could not be performed on the inflation device due to the gauge being detached from the inflation device body. Also received one photo sample that showcases top view of eagle inflation pump with gauge disconnected from device. Based on physical sample received product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be inappropriate package design. A DHR review did not show any problems or conditions that would have contributed to the reported event. The instructions for use were found adequate and state the following: "precaution: ¿ before use, inspect the device to verify that no damage has occurred during shipping and handling." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when unpacking the balloon dilation catheter during operation, the pump was found ruptured and damaged. This caused no adverse effect on the patient.